Event description:
The customer reported that spo2 alarms were not being received at the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.